Event description:
The customer complained that the on button on the device had to be held down a long time or pressed very hard to power on the device. When physio-control evaluated the device it was observed that the on button was difficult to activate and intermittently would not power on the device. There were no reports of any adverse affects as a result of the reported problem.

Manufacturer narrative:
Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.